Event description:
New information received indicates that provocative testing and pocket manipulation were performed, and nothing appeared. The patient was in good condition.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow up, lead integrity was checked and the lead appeared to have externalized conductors. All electrical values were good and in range, only the pacing lead impedance was slightly lower than at previous follow up. The physician decided only change the upper limit for high voltage lead impedance. The patient medical condition is good.

Event description:
New information received indicates that x-ray was performed on the lead and imaging confirms the lead exhibited externalized conductors. The physician elected to take no action and will continue to monitor the patient.